Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident tis obtained a follow-up report will be submitted.

Event description:
The customer reported that during a gyn procedure, the device blade came off the blade track and the knife was extended from beyond the jaws. The surgeon opened another instrument and completed the procedure. There was no pt injury or tissue damage.